Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "damaged shaft" was confirmed. During the pre-repair diagnostic assessment confirmed the reported issue of a damaged shaft when the technician observed that the shaft was bent. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the "shaft is damaged." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.